Manufacturer narrative:
Investigation evaluation: our evaluation of the returned device confirmed the report. The device was leaking at two places. The device was inflated with an inflation handle and a 60 cc syringe. The proximal hub is leaking at the molded section. Also a pinhole was noticed in the catheter were a kink is approximately 14.5 em from the distal tip. A stream of water was observed exiting the catheter at the pinhole. No part of the device is missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. According to the report the physician was attempting to use the balloon to dilate a fistula created between stomach wall and an abscess. The instructions for use state, "this device is used to endoscopically dilate strictures of the esophagus." According to the report lubrication was not applied to the balloon prior to advancement through the endoscope. The instructions for use direct the user to apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel. This activity will aid in endoscopic advancement and catheter preservation. The instructions for use direct the user to apply negative pressure to the balloon to facilitate passage through the endoscope. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement and catheter preservation. The instructions for use state: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." Kinks and/or bends and/or cracks in the catheter can occur if the device experiences excessive pressure during use and/or general handling. The instructions for use for this product line advise the user to advance the device through the accessory channel in short increments. This activity will aid in device preservation. Prior to distribution, all hercules 3 stage esophageal-pyloric-colonic wireguided balloons are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history records confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopy procedure, a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic was used. The physician was attempting to use the hercules dilatation balloon to dilate a created fistula between stomach wall and abcess. Nursing staff inflated the balloon, and noticed that a small amount of fluid was leaking around the port where the wirelock device is on the catheter (purple section). The pressure was not affected by the small volume that leaked out. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.